Event description:
Per user facility medwatch form# 00008935-2005-0000, during a laparoscopic appendectomy procedure, the stapler misfired and allowed stool tp s[ill into the abdominal cavity. Teh pt had to stay in the hosp longer and undergo antibiotic therapy.